Event description:
It was reported that the patient had a loss of therapeutic effect. Stimulation was on at the time of report. The device "used to work 50-75% but it had not worked recently." The patient fell "about 2 months ago" on her backside. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot# v868872, implanted: (B)(6) 2012, product type: lead. (B)(4).